Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient's implantable cardioverter defibrillator (ICD) was being explanted and replaced. It was noted that pacing impedances on this right ventricular (rv) lead had decreased from 800 ohms to 400 ohms over the last seven months and the physician was concerned about system integrity, so the physician elected to surgically cap and replace this lead as well. No additional adverse patient effects were reported.